Event description:
It was reported that device reported "lifeband loose and does not stay in place". Zoll (B)(4) replaced the channel. Device was returned to zoll (B)(4) who saw ua8 on testing. When returned to zoll (B)(4) no fault was found. Device was returned to zoll (B)(4) and to customer who indicated ua8 again. Upon return to zoll (B)(4), ua8 was found in the archive but not found during extensive testing. No adverse event reported.

Manufacturer narrative:
Report complaint of ua8 (motor controller fault detected) was verified in the archive files. The motor controller board and motor drive train were replaced. The board passed functional and final testing. The board was manufactured in march 2009. Therefore, reported event may have been caused by normal wear and tear. No adverse event reported.